Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a sudden drop in pacing lead impedance. The lead's pacing function and capture threshold were stable. However, the patient was pacer dependent and the physician elected to replace the lead. On (B)(6) 2020, the lead was successfully capped and replaced. The patient tolerated the procedure well.